Manufacturer narrative:
(B)(4). The blade was returned for evaluation. Visual inspection under 10x magnification identified it was observed to have stress fractures and separation of the poly carbonate material to varying degrees on both the inner and outer polycarbonate components. This allowed mis-alignment of the inner and outer blades during rotation, causing shedding to occur with the inner and outer blades. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause was determined to be user error. No further investigation is necessary at this time.

Event description:
During an ankle arthroscopy procedure it was reported that the blade was used to resect tissue and metal shedding was evident. Shedding was removed using suction. Multiple blades were utilized and a back-up device was available to complete the procedure. A ten minute delay and no patient injury were reported.